Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. From the returned samples, observed a loose, hard transparent material on the catheter and transparent silicone-like material on the inner wall surface of the needle cover. The loose, hard transparent material on the catheter was identified as celluose propionate, and it is a transparent hard particle coated with unknown liquid. It also does not match with the suspected material source which is the tipping lube, catheter lube and needle cover. The transparent silicone-like material on the inner wall surface of the needle cover identified as silicone. Transparent silicone-like material on the inner wall surface of the needle cover (silicone). The ftir results identified the transparent silicone-like material on the inner wall surface of the needle cover as silicone which is likely the catheter lube used at the icam assembly machine. The silicone on the inner wall surface of the needle cover could be the silicone on the catheter tubing being transferred to the needle cover. It is likely that the catheter tubing touches the inner wall of the needle cover during opening of the product. Loose, hard transparent material on the catheter (cellulose propionate) based on the fm type, an extensive investigation was conducted on the potential fm sources ¿ material, machine and man/environment. 1) material: the two key components nearer to the fm location were investigated. The catheter tubing was where the fm was located at, and for the needle cover, if there is fm in the needle cover, it might get transferred onto the catheter tubing during assembly. Catheter tubing was purchased from our bd sister plant in sandy, USA. The catheter tubing is made of polyurethane material. During manufacturing, after the tubing leaves the extruder, it goes through the quench tank of water and then passes through an air blower to blow off the water before it is wound up on the drum. These processes would have removed the loose fm if it existed. Hence, catheter tubing is not the source of fm. Needle cover was molded inhouse in tuas plant. The resin used to mold the needle cover contains propionate, however the final molded product is identified as polypropylene material (refer to attachment c) which does not match with the fm type. The molding process is automated, except that packing of the molded parts into the polybags is performed manually by production associates. There is no transparent hard cellulose propionate material used in the machine. Evaluation of the returned sample needle cover did not observe any traces of similar fm type inside/on the needle cover. Needle cover is unlikely the media of transporting the fm to the catheter tubing. 2) machine: the entire manufacturing process was reviewed to identify the section of the process that has direct contact with the catheter tubing. At the tube cutter machine, there is an outer diameter (od) scanner (refer to figure 8 in attachment b), which could have detected and rejected the fm if it was present during this process, as the fm will cause the od of the tubing to be out of the specification. There are also many tubing guide fixtures and drive rollers at the machine, which are all tightly fitting to the tubing gauge size for the intended guiding purpose (refer to figures 8 & 9 in attachment b). So, fm would most likely detach without being able to pass through the fixtures. The machine is automated and well covered with minimum human intervention. There is no transparent hard cellulose propionate material used in the tube cutter process. Hence, tube cutter process is unlikely the source of fm. Figure 8 & 9: tube cutter machine with outer diameter scanner, tubing guide fixtures and drive rollers. ¿ at the isam sub-assembly machine, flaring station, the catheter surface is in contact with two rubber pads, which hold onto the tubing and move it downwards to assemble to the metal wedge (refer to figure 10 in attachment b for the set up at flaring station, and figure 11 in attachment b for the rubber pad). Based on the material specification provided by the rubber pad supplier, the rubber pads are made of neoprene rubber (polychloroprene), which does not match with the fm type of cellulose propionate. There is no transparent hard cellulose propionate material used in the isam sub-assembly process. Hence, isam sub-assembly process is unlikely the fm source. Figure 10: flaring station. Figure 11: black rubber pad. At the tipping sub-assembly machine, the catheter is pre-cut to required length, form of the required catheter tip and then load to the catheter tipper pallet. In this tipping process, only the catheter tip is in contact with the tipping lubrication which is silicone which does not match with the fm type of cellulose propionate. There is no transparent hard cellulose propionate material used in the tipping process. The machine is automated and well covered with minimum human intervention. Hence, tipping process is unlikely the fm source. At the icam assembly process, the catheter subassembly is set together with the cannula subassembly. The assembled part moves to the catheter lubrication station, where catheter is lubricated with silicone which does not match with the fm type of cellulose propionate. The silicone lubricant will be homogeneously distributed on the catheter surface. Based on the ftir, the celluose propionate is a transparent hard particle coated with unknown liquid where it does not match with the catheter lube (refer to attachment c). If the fm was introduced after catheter lubrication, there are only 4 related processes: catheter lubrication, occlusion test, tip spear vision system and needle cover loading (refer to figure 12 in attachment b). Upon review, these 4 stations are fully covered in an enclosed area, with clean machine surfaces and machine beds without cellulose propionate materials. These stations also have no contact point with the catheter tubing. With only 3 stations after catheter lubrication, there was a very short window period for the fm to be introduced, hence low risk of fm exposure. Evaluation of the returned sample needle cover did not observe any traces of similar fm type inside/on the needle cover. The machine is automated and well covered with minimum human intervention. Reviewed the entire machine and there is no transparent hard cellulose propionate material present in the machine. Hence, icam assembly process is unlikely the fm source figure 12: catheter lube station to needle cover loading station. All the machines on the production line are fully covered, surfaces that are in contact with product are cleaned periodically per the cleaning schedule. The white lint-free cloth that is used to clean the machine surfaces is poly(ethylene terephthalate) (pet) material, which does not match with the fms. 3) man/environment: the personal protective equipment (ppe) used in the production area were investigated to identify those with similar characteristics of the fms. The smock, hair net, beard cover and face mask (refer to figure 13 in attachment b) used by production associates during production were evaluated. The smock is made up of polyethylene terephthalate (pet) while the hair net, beard cover and face mask are made of polypropylene. However, the hair net and beard cover and face mask are white in colour rather than transparent. Hence, the man/environment is unlikely the fm source. Figure 13: ppes: hair net, beard cover, face mask, smock. Based on the ftir results, the transparent hard cellulose propionate is coated with an unknown liquid which does not match with the tipping lube and catheter lube. With no transparent hard cellulose propionate found on the components, or used in the machines and man/environment, the source in manufacturing could not be identified. The samples were returned in open packaging. Based on the sample evaluation, silicone was observed on the inner wall surface of the needle cover where it could be attributed to catheter tubing touches the inner wall of the needle cover during opening of the product. There is a possibility that the fm could have been introduced during product handling. As this is the first reported fm complaint for the reported batch, this is most likely an isolated case. Current controls, there are outgoing and in-process visual inspection in place to check for foreign matter. There is also a 4-hourly housekeeping in place per mfg-008/bc to clean all the machine mechanisms in direct contact with products with alcohol (70% ipa).

Event description:
It was reported that bd angiocath plus 18ga x1.16in had silicone at the catheter and needle cap. Silicone at the catheter and needle cap.